Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient underwent a laparoscopic sleeve gastrectomy on (B)(6) 2026. The patient had a rare allergy to polyglycolic acid, which was used as the staple buttressing material, with recurrent collection of gelatinous fluid around the staple line after the sleeve gastrectomy. A contained leak was identified on postoperative day five. The patient subsequently underwent washout, lavage, and abdominal drain placement. Leak testing with methylene blue and air was negative, and a gastrografin study was also negative. The white blood cell count was reported as 10 and within normal range, and the c-reactive protein level was 46 and reported as normal. The patient was kept on intravenous antibiotics for five days. The patient reportedly did well afterward, and drain amylase was negative. She was discharged home. The patient was seen twice in clinic afterward. At those visits, the patient was reportedly doing very well. The drain output was minimal and serous, and vital signs were normal. On the night of postoperative day 13 and postoperative day 9 following lavage and drain placement, the patient developed left abdominal pain and left shoulder pain and appeared unwell. In the emergency room, the pulse was reported as 140 on arrival and later decreased to 95 to 110 after intravenous bolus fluids. Blood pressure was normal. Temperature was 38 degrees celsius on arrival and later returned to normal. Drain output was reported as minimal bile. The white blood cell count increased to 17, and the c-reactive protein level increased to 120. Upper gastrointestinal endoscopy was reportedly normal, with no leak identified.